Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: missing shell assessed as inconclusive. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a d6b, g4, h4, h6.

Event description:
The device has been explanted and replaced.